Event description:
Customer alleges discrepant results with meter: date: (B)(6) 2010, inratio: 1.4, retest#1 inratio: 3.1, retest#2 inratio: 3.0. Results all done within 30 minutes of each other. Pt's target therapeutic range is 2.5-3.5.

Manufacturer narrative:
Investigation pending.